Event description:
Event description cpi received information that during the implant of this implantable cardioverter defibrillator (ICD), an open lead message was displayed following a 1.1 joule shock. After checking the setscrews, a second 1.1 joule shock was attempted and the same message was exhibited. The chronic endotak c lead was then abandoned and replaced, and a different ICD with the correct header for the new lead was implanted.